Manufacturer narrative:
Bd received 1 used sample. On visual inspection of the sample received, no damage or molding defect can be observed in the tip or thread that could be related to the alleged defect. Ten retained samples of 50ll lot 1707263 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in the tip or thread of any of them that could be related to the alleged defect. Tip and thread of the used sample received are verified with iso 594 reference gauges. Test method for liquid leakage from the conical fitting assembly under pressure is carried out according to iso 594-1 section 5.2 and bd procedure, with the used syringe received and the ten retained samples, not observing leakage during test execution. They meet iso 594. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. DHR of lot 1707263 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to this verifications, no manufacturing defect has been found in the syringe received that could be related to this defect and it meets iso 594.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe leaked medication during use. It was reported that the patient was ¿under dosed¿ so the medication had to be given again. There was no report of injury.